Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/23/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and cancer are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported treatment for a left side breast infection. Patient reported additional event of skin cancer. Healthcare professional reported a left side rupture. Device has been explanted.